Event description:
Additional information received reported that the patient was doing very well. The patient mentioned that they felt a ¿jolt¿ once when they lifted their arms over their head. It was noted that it was ¿just like the day when they laid down and felt the overstimulation.¿ it was noted that they turned stimulation down and had not experienced it again. It was noted that the stimulator relieved 90% of the patient¿s pain. The patient travelled to florida and had no problems. It was later reported that it was a newly implanted device and the patient had not yet mastered remote control use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that when stimulation was turned on, a patient had an overstimulation sensation. It was stated that the issue started this afternoon when the patient went to lay down, and that stimulation was too high and ¿went crazy¿. It was noted that the patient was implanted yesterday, just got home from the hospital and ¿it wouldn¿t turn down or do anything¿. It was stated that the patient was able to get stimulation lowered and was feeling much better.